Manufacturer narrative:
H10: the actual device was not returned for evaluation; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the video showed drops of water continuously emerging from the head area. The photograph showed the product label with the lot information. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed from the 'upper region of the filter' of a polyflux 140h during the start of therapy. The filter was immediately replaced with a new one to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.